Manufacturer narrative:
Investigation is in progress.

Event description:
As reported via the edwards clinical specialist, during prepping the retroflex3 delivery system, the balloon burst. This occurred even before the balloon came in contact with the sides of the crimp gauge in the crimper. The same crimper was used successfully the second time to prep the valve. The rf3 delivery system was returned to edwards for evaluation.

Manufacturer narrative:
The rf3 delivery system was returned to edwards for evaluation. A longitudinal tear in the balloon was confirmed during visual inspection. Scratches and damage were observed under magnification on the tear line. Dimensional inspection of the balloon wall thickness was measured and found within specification. Review of the DHR files did not reveal any issues that could have contributed to this complaint. Review of pv (product verification) testing revealed that all sampled units underwent balloon burst pv testing and met specifications. Per the manufacturing procedures, all balloon components are 100% visually inspected for defects and cosmetic appearance under minimum 8.0x magnification. This inspection makes it unlikely that the observed damage on the returned delivery system was caused during manufacturing or that a manufacturing non-conformance contributed to the complaint. Based on the damage observed near the tear line, it is likely that the balloon came in contact with some sharp material during prep. The complaint of the balloon burst was confirmed. Although the exact cause could not be determined, a manufacturing non-conformance was not found. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that june 2013 occurrence rate exceeds control limits for this failure mode. Therefore, no further action is required.